Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: the potential cause of the reported low flows was confirmed during the evaluation of the pump. The pump was returned with the pump cable cut approximately 4.5¿ from the pump housing and the severed portion was secured to the modular cable. The sealed outflow graft and bend relief had been cut adjacent to their respective hardware and the severed portions were not returned. Review of the log files retrieved from the pump showed a gradual decrease in flow from the 5.0-5.5lpm range down to the 1.4-2.5lpm range between 25aug2019 and 5sep2019. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus at the distal-end of the inflow cannula. The thrombus was adhered to the distal edge of the textured surface. However, the majority of the tissue was positioned within the eye of the pump rotor. A small hole was present at the middle of the thrombus. The observed thrombus would have contributed to the decrease in flow observed on the lvad log files. The cause of the thrombus could not be conclusively determined. The thrombus was sent to an outside lab for histology. The tissue was identified as a fibrin clot comprised of slightly lamellated homogenous fibrin clot with sparse cellularity other than red blood cells arranged in pools within the clot. No organisms were seen with gram¿s stain. The lamellated structure indicated growth over a period of time and was estimated to be aged 1 week or greater. CT images submitted for review showed a potential issue with the sealed outflow graft in the area under the bend relief. The relevant area of the graft was not returned and a potential correlation to the reported event could not be determined. After disassembly and cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Incidental findings: the pump cable inline connector bend relief was discolored gray. The bend relief had also swelled and become separated from the connector hardware. This is a cosmetic issue and would not have contributed to the reported event. Additionally, a small cut in the outer silicone jacket of the pump cable was also found. The cut was covered with several layers of tape and did not result in damage to any of the underlying layers. Removal of the tape also revealed that a small piece of the inline connector bend relief was missing. Both of these issues were cosmetic and would not have contributed to the reported event. Heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the aorta section instructs the user to stretch the graft completely, measure, and cut the sealed outflow graft to the appropriate length. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Lvad flow obstruction is listed as a potential risk/adverse event that may be associated with the use of heartmate 3 left ventricular assist system.the IFU and patient handbook provides information on driveline care and cleaning. The labeling warns never to submerge the driveline, system controller or any external system components in water or liquid. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No futher information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient admission prior to (B)(6) 2019 is reported under MFR#2916596-2019-04777.

Event description:
It was reported that the patient was readmitted on (B)(6) 2019 for low flow alarms. Reports fatigue for one month, dark urine for two days in august. Lactate dehydrogenase 600 units per liter, otherwise denies heart failure symptoms. Treated with volume but low flow alarms persisted. International normalized ratio 2.5, started on heparin, echo showed inability to offload and computed tomography scan showed area of drop off in outflow graft. Patient was taken to operating roon on (B)(6) 2019 to assess for outflow graft twist or debris between bend relief and outflow graft that could be causing compression. Graft was found not to be twisted, small amount of debris was found in between graft and bend relief but flows did not improve and at 7400 rotations per minute, left ventricle was unable to be decompressed. Plan shifted to exchange pump, pump was found to have thrombus inside of it.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.